Event description:
It was reported several buttons on the device were working intermittently or were not responding. Customer's blood glucose was 2.0mmol/l. The buttons were not pressed for longer than three minutes. The device was not dropped or bumped. Battery was changed and battery cap was cleaned, but anomaly persisted. No further information reported.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked lcd keypad connector. Insulin pump was unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.